Event description:
It was reported the stretcher had a broken weld where the locking spindle connects with the litter frame. It was also reported the headend and footend jacks were drifting. No adverse consequences are reported.